Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Unable to prime insulin pump during a prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot noted.